Event description:
It was reported that when an asymptomatic patient presented for routine follow up, post sensed t-wave oversensing was observed. The patient did not receive therapy. Reprogramming was performed and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.